Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Add'l pt/event details have been requested. Should add'l info become available, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
Add'l info was received. Returned product was received at the mfg site on 06/11/2015. Evaluation is still in progress. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.

Manufacturer narrative:
A quality complaint investigation was performed. Two unused 1.d 7.0mm. Cat#: mm61110070 endotracheal tubes with work order #: 618715r002 were received in preprinted blister pack and enclosed in an envelope. Endotracheal tubes with frosty balloons fitted with pp connectors of corresponding sizes and marked as per unomedical specification. Products fitted with pvc bullet valve with pilot balloons printed with sizes identification and work order #: 618715r002. Based on the lot # 618715r002 as printed on the pilot balloon, the related batch record was retrieved and reviewed. Products were closely examined. It was observed that the edge of the side seal was found open upon receipt. Reviewing of packaging record does not reveal any sign of such defect detected during light test. An analysis on the returned samples provided were inspected and did not perform to our requirement. An internal non-conformance will be created to address the confirmed issue and documented in case event number. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 08/10/2015.

Event description:
It was reported the endotracheal tube packaging seal was 'incomplete' upon receipt. No pt involvement was reported.